Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment. It was reported that this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). One mitraclip was implanted, but there was a single leaflet device attachment noted during the procedure. Mr was unchanged at grade 4. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction lot#. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral regurgitation (mr), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The mr appears to be an effect of the slda (single leaflet device attachment). Although a definitive cause for the reported slda could not be determined, there is no indication of product quality issue with respect to manufacture, design or labeling.